Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic oophorectomy procedure that the active blade tip fell off towards the end of the procedure. The surgeon looked for the tip but could not find it and decided to complete the procedure and not convert to an open procedure. There was no pt consequence.